Manufacturer narrative:
Analysis of the catheter, model# 8709 , serial# (B)(4), found a hole or tear caused by the catheter connector pin. A hole or tear was also found caused by the metal pin of the pump connector poking. An abrasion and slice/cut were also seen on the pin connector strain relief.

Event description:
Additional information received from a hcp via psr indicated the device was interrogated on (B)(6) 2015 and there was no medication changes were made. If additional information is received, a follow-up report will be sent. Dosing changes: (B)(6) 2015: compounded baclofen (300 mcg/ml, 282.16 mcg/day), dilaudid (5.0 mg/ml, 4.7026 mg/day), and bupivacaine (10.0 mg/ml, 9.405 mg/day).

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A healthcare provider (hcp) reported via psr (product surveillance registry) that patient was receiving compounded baclofen, dilaudid, and bupivacaine via their implanted pump at a simple continuous dose rate. The drug lot number of compounded baclofen was unknown. The indication for use regarding the pump was lumbar radiculopathy and non-malignant pain. As of (B)(6) 2015 the pump administered the following: compounded baclofen (concentration: 300 mcg/ml, dose rate: 310.76 mcg/day), dilaudid (concentration: 5.0 mg/ml, dose rate: 5.1793 mg/day), and bupivacaine (concentration: 10.0 mg/ml, dose rate: 10.359 mg/day). The patient experienced a loss of therapeutic effect. The patient experienced increased pain; date of event was (B)(6) 2015. The event resulted in an unscheduled clinic/office visit. During a catheter dye study on (B)(6) 2015, the catheter access port (cap) was accessed and trace fluid was aspirated. Surgical observation on (B)(6) 2015 revealed a catheter kink and catheter fracture/cut/leak. The catheter was surgically spliced on (B)(6) 2015. The event resolved without sequela as of (B)(6) 2015. The event was noted as having been related to the device/therapy and unrelated to the implant procedure.